Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used in the preoperative area to deliver 1 l of lactated ringers at an unspecified rate. The cair clamp was being used to regulate the flow. After an unspecified length of time in use, the customer contact reported, "almost the entire liter" of solution had delivered and the cair clamp was reported "full open position". The nurse stopped the infusion by closing the slide clamp. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay in therapy critical for the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4), (B) (4).